Event description:
A customer reported an issue to clinical support involving difficulty when attempting to change the cartridge on a pump. Despite filling the tubing, the pump repeatedly requested her to fill it again and eventually triggered a minimum fill alarm. Customer decided to fill another cartridge independently and requested a transfer to supplies instead of further assistance from clinical support. There was no reported impact on the customer¿s blood glucose level.